Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance due to a possible fracture. The rv defib and svc coil impedance also showed slight increase in impedance the lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Baseline impedance of ~350 ohms between (B)(6) 2014. Impedance of 1200 ohms measured (B)(6) 2014. Rv and svc show similar trends; both use rv distal conductor. Alert for out of range subthreshold lead impedance alert on (B)(6) 2014. (B)(4).